Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump piston was out and both ends were broken after it fell on the ground. Customer also reported that he insulin pump alarmed motor error and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify motor error alarm due to broken or detached end cap.